Manufacturer narrative:
The device was returned for analysis. The reported activation failure and shaft bend was confirmed. Additionally, a guide wire notch tear was identified during return evaluation of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely handling and/or manipulation of the device during advancement and placement caused the noted guide wire notch tear, reported bent shaft and subsequent activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 2889 - removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid circumflex artery that was heavily calcified and 75% stenosed. The xience sierra stent delivery system was advanced to the lesion and during attempted deployment, the balloon would not inflate. Upon removal, without issue, it was noted that the shaft was bent. There was no reported adverse patient effect or a clinically significant delay in the procedure. A new xience sierra stent system was used to complete the procedure. No additional information was provided.